Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2024-07442, 1627487-2024-07444. Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein both s1 drg leads and ipg were explanted and replaced to address the issue. Although it was originally reported the right s1 lead had migrated, the physician did not like the placement of either lead; therefore, both s1 leads were explanted and replaced. Additionally, the patient's ipg was explanted and replaced because a piece of the old lead got stuck in the port. Effective therapy was restored post-op.

Event description:
It was reported that the patient's right s1 lead had migrated. Patient reported they may have moved the wrong way trying to catch their dog. Migration was confirmed via x-ray. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.